Event description:
The customer reported that the ratchet mechanism did not work correctly. Another device was used to complete the procedure without incident. There was no patient injury. The device was returned and an initial examination revealed that the ski tabs were broken and missing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.